Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed, no issues were noted with the foil pouch and the presence of iodine was noted. A pressure test was performed on the foil pouch with no issues noted. The reported problem could not be identified during evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 6/20/14 and 6/27/14. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported that the iodine sponge of a minicap was dry. The issue was noted by a registered nurse (rn) after the minicap was returned by a home patient (hp). The hp did not use the device and returned the minicap to the rn unopened. There was no patient involvement. No additional information is available. This is report 3 of 7.